Event description:
A journal article was reviewed that contained information regarding microembolic signal monitoring in patients with left ventricular assist devices (vad). The article reports patients who experienced cerebrovascular events post vad implant which included ischemic strokes, transient ischemic attack (tia), and intracerebral hemorrhages. Patients also experienced gastrointestinal bleeds (gib), anemia which required transfusion, epistaxis, bleeding at the operation site after vad implantation, and driveline infections. The status/disposition of the vads is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/60 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: microembolic signal monitoring in patients with left ventricular assist devices heartmate 3 and heartware¿association with antithrombotic treatment and cerebrovascular events. Artificial organs. 2022; 00:1¿10. Doi: 10.1111/aor.14409. If information is provided in the future, a supplemental report will be issued.